Event description:
It was reported that: "event: scrub tech noticed that there was a crack in the broach handle near the top underneath the striking platform. Action: removes the handle so that it wasn't utilized during the case."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.